Manufacturer narrative:
Device will be evaluated and a follow up report will be submitted.

Manufacturer narrative:
Device has been evaluated. It was found that the snare was peeled away from the inner wall of the tubing indicating that the probe was inserted from the handle end as opposed to the pointed end which is opposite the way the IFU instructs. Pictures attached.

Event description:
Per mermaid medical complaint: when retrieving the tissue sample the metal coil came out with the tissue sample.